Event description:
In order to maintain compatibility with my tandem tslim insulin pump and to get cgm readings on my apple watch, I had to switch from the dexcom g6 cgm to the dexcom g7 cgm. Since switching to the g7, I have had frequent sensor failures due to the sensor disconnecting from the adhesive and falling off. I never experienced these issues with dexcom g6. When my g7 fails, I have no way to check my blood sugar and more importantly my pump has no way to adjust insulin dosing based on my current blood sugar which puts me at risk of developing dangerously high or low blood sugars.